Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the interface (umbilical) cable to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site nurse reported that, while in a spinal fusion, an error message appeared on the imaging system stating that a frame rate error occurred. The site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Analysis on the interface (umbilical) cable has been completed. Gbit testing failed showing an open between two lines on the cable. The cable passed visual inspection. The testing confirmed an electrical based failure mode due to the open.

Manufacturer narrative:
(B)(6).